Manufacturer narrative:
Medical device lot #: 9126881 was reported, however, this is not a batch # manufactured for this product. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the labels are lifting with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. This occurred with 100 separate tubes prior to use. The following information was provided by the initial reporter: label lifting edta tube.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has initiated further investigation relating to this issue through CAPA 1064141 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that the labels are lifting with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. This occurred with 100 separate tubes prior to use. The following information was provided by the initial reporter: label lifting edta tube.